Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set made noise when patient twisted transfer set to open and close it. It was also reported that the twist clamp and the connecting part of the transfer set had separated from the tubing of the transfer set. Additionally, it was reported that the patient noticed there was a leak coming from the transfer set. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown mini cap on the dark blue connector; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini cap was used during leak testing. Sample did not meet specification for the reported issue of other (noise when open/closing clamp) and leak. The cause of the reported leak and noise occurrence was determined to be broken occluder feet which were identified during visual and functional inspection. The cause of the broken occluder feet was undetermined. The reported problem separation between patient connector and tubing was not verified and visual inspection was performed with no issues noted related to tubing separation. Should additional relevant information become available, a supplemental report will be submitted.